Event description:
Complainant alleged that while attempting to defibrillate a pt, the device inappropriately delivered energy to the pt. The customer indicated that they brushed the shock button but did not press the shock button and device inappropriately delivered energy to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.